Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump drive support cap was sticking out. Customer stated that insulin pump was died and when they rewind the insulin pump, the bottom of the insulin pump separates from the rest of the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received unable to perform the displacement, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery due to loose drive support disk and detached end cap noted. Device received with cracked battery tube threads, partial broken reservoir tube lip and cracked case corner reservoir tube window. The p-cap locks into the reservoir compartment properly noted.